Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the tenet 2 spider battery was overheating and was not locked. The procedure was completed using the same reported device with a new charged battery. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found the device returned without obvious deformity but scuffs and scratches to the case. There is free oil in the case and it smells of burning oil. No accessories were returned with the device. A functional assessment of the device found that the device pressurizes and releases randomly when tested with a reference battery and when tested with a reference footswitch and drapeswitch the device functioned as designed with the drapeswitch and footswitch. The battery began to heat appreciably when the device was used for 15 minutes. The piston migration is 2.63". A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors which could have contributed to the device positioning problem event include a seal failure that can result in the loss of oil and prevent the device from properly pressurizing and maintaining position. Factors that may have contributed to the overheating event include the device taking longer than normal to pressurize because of the depletion of oil. No containment or corrective actions are recommended at this time.